Event description:
The user stated they had erroneous results for sodium, potassium and bicarbonate over a range of dates. Of the data provided, the results for 7 samples were discrepant. On (B)(6) 2009, sample 1 initial sodium result was 120 mmol per l, repeat result was 132; initial potassium result was 3.21 mmol per l, repeat result was 3.94 mmol per l. On (B)(6) 2009, sample 2 initial sodium result was 143 mmol per l, repeat result was 134 mmol per l twice. On (B)(6) 2009, sample 3 initial sodium result was 83 mmol per l, repeat on the c3 module was 140 mmol per l; initial potassium result was 2.22 mmol per l, repeat on the c3 module was 3.71 mmol per l. On (B)(6) 2009, sample 4 initial potassium result was 4.53 mmol per l, repeat on the c3 module was 3.88 mmol per l. On (B)(6) 2009, sample 5 from a (B)(6), initial bicarbonate result was 11 mmol per l, repeat result was 19 mmol per l from the c3 module. On (B)(6) 2009, sample 6 from a (B)(6), initial sodium result was 123 mmol per l, repeat results were 133 mmol per l on the same module and 135 mmol per l on the c3 module; initial potassium result was 3.74 mmol per l, repeat result was 4.39 mmol per l on the same module and 4.42 mmol per l on the c3 module. On (B)(6) 2009, sample 7 initial sodium result was 130 mmol per l, repeat result was 136 mmol per l. The user stated it was unknown if erroneous results were reported or if any patients were adversely affected. The field service representative determined there was a bad sv23 probe dryer valve and replaced it. To verify the analyzer operation, he ran qc with no further issues.

Manufacturer narrative:
A specific root cause could not be identified with the data provided. Based upon information provided, the samples probes at this site have been partly blocked from time to time, which indicates a pre-analytical issue may be the cause. No adverse events were reported.